Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5.

Event description:
It was reported that, during an arthroscopic procedure, a perforation was performed in the tibia and the bone tunnel plug fractured inside the hole when it was inserted. The fragments were removed using grasper and shaver. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Event description:
It was reported that, during an arthroscopic procedure, a perforation was performed in the tibia and the bone tunnel plug fractured inside the hole when it was inserted. The fragments were removed. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H10: h2: additional information on: a2. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.